Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to prime the device during the prime/a33 test due to faulty fsr. The device was received with a scratched display window and a missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on the insuin pump. The customer was not sure if a button was held down for 3 minutes or longer. The blood glucose reading was 8.8 mmol/l. Nothing further was reported.